Event description:
It was reported that the patient was seen in the clinic with driveline fault alarms. The alarms were cleared and came right back. The alarms were cleared again and came right back. The patient was admitted on 16sep2021. Log file analysis captured a single pump stop on 16sep2021 at 18:31 while using battery power and then after the pump stop there were constant driveline fault events for the remainder of the log. It appeared that a wire in phase 2 may be totally broken. The other wires appeared to be functioning as intended. Submitted x-ray images of the driveline and power leads did not show any areas of concern; however, they did show unusual wear/ damage to the black power lead of the controller. It was suggested to replace system controller and once new controller connected to manually create recorded events by disconnecting the black power lead for 5 seconds to create an alarm and then reconnect to power. Repeat the process about 20 times and submit the log file from controller for evaluation. It was also noted that the patient's driveline got pulled on a doorknob which may have caused the driveline repair to come loose. The unusual area observed on the x-ray image of the black power lead was noted to have been caused by the patient attempting to perform a repair on the power lead. The patient had repaired the brown wire on the black power lead (pcx-17959) 4-5 months prior using an old, tethered cable. The brown wire appeared to be totally broken. The other driveline wires appeared to be functioning as intended. The black power lead damage was caused by the patient attempting to perform a repair on the power lead. Submitted log files from new controller noted a driveline fault alarm occurred 4-5 minutes after controller exchange. Cleared the alarm and it returned 3-4 minutes after that. Driveline fault events came back within a couple minutes of the controller exchange and that would make sense because according to log and the prior log, the brown wire appeared to be totally broken. MFR reference #: 2916596-2021-06323.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms and pump stop; however, a specific cause for these events could not be conclusively determined through this evaluation. Based on the patient history and previous complaint experience with the heartmate ii left ventricular assist system (lvas), the log file findings are indicative of a potential driveline issue. It was reported that the patient experienced driveline fault alarms and a pump stop. The driveline fault alarm was cleared multiple times but returned each time. A controller exchange was performed on (B)(6) 2021 but the driveline fault alarm returned. The first submitted log file contained data from 17:08:46 on (B)(6) 2021 through 15:53:51 on (B)(6) 2021, per the timestamps. A pump stop was captured at 18:31:01 on (B)(6) 2021 while the patient was operating on battery power. This event was associated with low speed advisory, low speed hazard, and low flow hazard alarms. The pump regained speed on its own following this event and remained at or above the low speed limit for the remaining duration of the log file. An active driveline fault alarm was captured starting at 18:36:06 on (B)(6) 2021 (immediately after the pump stop event) and remained active for the remaining duration of the log file. The second submitted log file contained relevant data from 12:28:01 to 12:30:25 on (B)(6) 2021, per the timestamps. A driveline fault alarm was captured at 12:30:25 on (B)(6) 2021. No other notable events or alarms were captured and the pump operated at or above the low speed limit. Additional information indicated that the issue has not been resolved as of (B)(6) 2021. The patient remained at home on an ungrounded patient cable. It was noted that the patient may get a second opinion. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.